Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A consumer reported that after her daughter had an intraocular lens (iol) implant surgery in both eyes, she is experiencing concentric distorted circular rings around lights, halos, ghosting and monocular diplopia. The patient was prescribed pilocarpine eye drops which diminishes the side effects about fifty (50) percent. This record is for the second eye. Additional information has been requested.